Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The nc tenku dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, de novo in the proximal left circumflex (lcx). Reportedly, the 3.5 x 8mm nc tenku balloon catheter was advanced during post dilatation; however, the balloon ruptured during second inflation of 10 atmospheres. The procedure was finalized without an issue. There was no resistance during advancement or retraction of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.